Event description:
The customer originally reported she had switched to 30mm breast shields from 24mm shields and was still experiencing cracks, skin flaking, and a small bit of bleeding of the areola.

Manufacturer narrative:
The customer originally contacted medela on (B)(6) 2011 to report the issue with her breast shields. Additional info provided on (B)(6) 2011 indicated the customer had less pain and injury when using special bra that holds the pump, possibly because it didn't press as much. The customer confirmed the pain was not too bad while pumping (discomfort only), but would worsen afterwards when things would brush against her nipples, and was much more painful when she would hold the pump at her breasts as opposed to when she used the bra. Customer confirmed her skin was bit raw and pink and was peeling. There were blood dots under the surface of the skin, sometimes enough for a few dots of blood to come to the surface (customer indicated she may have had the pump on too high when that happened). No medical treatment was sought, she had not consulted a lactation consultant, she was still having rubbing and some skin peeling, but the 30mm breast shields had helped somewhat. An initial eval of the complaint record was performed by quality management on (B)(4) 2011. The complaint did not meet the requirements of a reportable event. The info was forwarded to the medela clinician for review and follow-up with the customer. The clinician attempted to confirm resolution with the customer, but the customer did not respond to any of the contact attempts. A second eval of the complaint record was performed by quality management on 01/27/2012. The complaint again did not meet the requirements of a reportable event. An updated clinical assessment was received on 02/08/2012. The customer had contacted the clinician on (B)(6) 2012, indicated she had been diagnosed with a fungal infection, which was being treated and she was feeling much better. A third eval of the complaint record was performed by quality management on 02/10/2012. While there is no evidence to indicate the pump caused or contributed to the infection, it cannot be definitively excluded as a contributing factor. Therefore, the complaint was found to be reportable. Medwatch will continue to monitor complaints for similar issues.